Event description:
A malfunction alarm labeled malf 9 was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support with resetting the pump, and it was confirmed that the malfunction did not recur after the reset. The customer was instructed to monitor the pump and contact technical support if the issue happens again.